Event description:
It was reported via repair work order that the brakes would not engage due to damaged foot end brake crank assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.